Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
The caller stated that the pt was being intubated with an endotracheal tube. While ambubagging, the endotracheal tube adaptor broke off without any force. The endotracheal tube was cut and a new adaptor was placed. The pt is doing ok. The caller did not know the model of endotracheal.